Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-00272, 3006705815-2020-00229. It was reported that patient system would not go in to MRI mode. Diagnostics indicated invalid impedances. As a result, surgical intervention was undertaken where in the scs system was replaced, resolving the issue.